Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. An invasive procedure was performed and this lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.